Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera head device had a loose optical adapter. No patient harm reported.